Event description:
While attempting to defibrillate a patient in cardiac arrest (age unknown), the device successfully discharged once at 200 joules. However, on the second attempt to discharge, the device displayed a "defib fault 78" message and failed to discharge. Complainant indicated that the patient subsequently expired.